Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin buttons were less responsive and harder to press. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had no delivery alarms. The pieces of reservoir compartment are chipped and falling off. Insulin pump was rejecting new batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected failed battery test alarms, insulin flow blocked alarms, no delivery alarms or occlusion anomalies noted during testing. All buttons function properly; no damage to keypad traces and connector on electrical board was not unlocked during visual inspection. (B)(4).